Manufacturer narrative:
Manufacturing review: the device history records were reviewed with special attention to the raw materials, subassemblies, manufacturing process and quality control testing. This lot met all release criteria. There was nothing found to indicate there was a manufacturing related cause for this event. This is the only event reported to date for this lot number and failure mode. Visual inspection and functional/performance evaluation: the device was not returned; therefore, no visual inspection or functional testing of the device was performed. Medical records review: medical records were not provided for review. Image/photo review: images/photos were not provided for review. Conclusion: the device was not returned. Images and medical records were not provided. The investigation is inconclusive for deployment difficulties, positioning issue, and failure to expand. Based upon the available information, the definitive root cause is unknown. Labeling review: the current IFU (instructions for use) states: warnings: delivery of the denali filter through the introducer sheath is advance only. Retraction and twisting of the pusher during delivery could result in dislodgement of the filter, crossing of filter legs or arms, and could prevent the filter from further advancement within the introducer sheath. Note: it is possible that complications such as those described in the ¿warnings¿, ¿precautions¿, or ¿potential complications¿ sections of this instructions for use may affect the recoverability of the device and result in the clinician¿s decision to have the device remain permanently implanted. Precautions: if misplacement, sub-optimal placement, or tilting of the filter occurs, consider immediate removal. Do not attempt to reposition the filter; it is very important to maintain introducer patency with a saline flush to prevent occlusion of the introducer, which may interfere with delivery device advancement; care should be taken to ensure the connection between the introducer sheath hub and the filter storage tube is tight; however, the use of excessive force which can cause slippage of the threads and/or breakage of the hub should be avoided; do not deliver the filter by pushing it beyond the end of the introducer sheath. To achieve proper placement, unsheath the stationary filter by withdrawing the introducer sheath. Do not twist the pusher handle at anytime during this procedure. Directions for use - implantation: inspect the packaging to ensure that it has not been opened or damaged; flush the introducer sheath intermittently by hand to maintain introducer sheath patency. Maintaining patency helps prevent clot from interfering with filter deployment; flush the delivery device with saline through the touhy-borst adapter; attach the free end of the filter storage tube directly to the introducer sheath already in the vein. The introducer sheath and filter delivery system should be held in a straight line to minimize friction; loosen the proximal end of the touhy-borst adapter and advance the filter by moving the pusher forward through the introducer sheath. Do not twist or retract the pusher at anytime during the procedure; advance until the black predeployment mark on the pusher is flush with the proximal end of the touhy-borst adapter. The black predeployment mark on the pusher provides a visual cue indicating that the filter is near the end of the sheath; prior to deployment, verify the location of the filter within the sheath using fluoroscopy and confirm that the filter snare hook is 1cm below the lowest renal or is in the intended location in the inferior vena cava; firmly grasp the pusher handle. Keep this hand stationary throughout the entire filter release/deployment process. The filter should be positioned at the distal end of the introducer sheath; under fluoroscopic guidance, hold the pusher handle stationary, (it is recommended to stabilize the hand on a stationary object) and with the other hand draw the touhy-borst adapter, storage tube and introducer sheath assembly back all the way to the handle, unsheathing and releasing the filter. Ensure that there is no slack or bend in the system during the filter release/deployment process. Note: the assembly should be retracted in one smooth, continuous motion; ensure that the filter is fully deployed; under fluoroscopic guidance, carefully withdraw the distal tip of the pusher back into the storage tube by firmly holding the touhy-borst adapter, storage tube, and introducer sheath assembly and pulling back on the pusher. Then disconnect the storage tube from the introducer sheath. Potential complications: failure of filter expansion/incomplete expansion. (B)(4). The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported that during a femoral deployment of a vena cava filter, the filter was allegedly caught at the end of the sheath. The health care provider (hcp) was able to manipulate and deploy the filter, but it deployed in an unintended treatment site with several of the legs crossed. The hcp used a snare device to capture the filter and successfully reposition it at the intended treatment site and with the legs opened. There was no reported patient injury.

Manufacturer narrative:
No medical records or medical images have been made available to the manufacturer. As the lot number for the device was provided, a review of the device history records is currently being performed. The device has not been returned to the manufacturer for evaluation. The investigation of the reported event is currently underway. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported that during a femoral deployment of a vena cava filter, the filter was allegedly caught at the end of the sheath. The health care provider (hcp) was able to manipulate and deploy the filter, but it deployed in an unintended treatment site with several of the legs crossed. The hcp used a snare device to capture the filter and successfully reposition it at the intended treatment site and with the legs opened. There was no reported patient injury.